Manufacturer narrative:
The customer contacted the medtronic call center for help via the telephone. The call center advised the customer, based off an error code reported by the customer's biomedical engineer that was found in the ventilator diagnostic log, that the issue could be the tubing between solenoid 1 and the outlet manifold, the inspiratory module printed circuit board or the analog interface printed circuit board. The customer was going to run the extended self test and the short self test . Additionally the customer was going to run the ventilator on a test lung for 48 hours to ensure the error code did not reoccur and did not request a medtronic field service engineer for servicing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the customer reported that she was not sure if the ventilator went inoperative while in use on the patient.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator experienced an unspecified inoperative condition. The patient was removed from the ventilator and placed on an alternate ventilator without harm.